Event description:
It was reported that the pt's device was explanted due to device extrusion. The pt was reimplanted in the contralateral ear with another advanced bionics cochlear implant. The pt is being monitored.